Manufacturer narrative:
The tech found fluid on the left siderail ucm board. After replacing the ucm board the bed was still blowing the f17 and f18 fuses. The tech isolated the issue to the sidecom board. He replaced the sidecom board to repair the bed.

Event description:
Info received indicates the f17 and f18 fuses are blowing.